Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 576 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 293 mg/dl. Customer reported their other blood glucose level of 207 mg/dl. Customer declined to troubleshoot for high blood glucose level. Customer did received calibration not accepted alert. Customer was able to give bolus to herself. Customer was able to get into the auto mode after calibration however, troubleshooting was not done. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.